Manufacturer narrative:
Corrected data; initial MDR inadvertently omitted information that was known prior to submission.

Event description:
Information received that the patient's generator was replaced which was reported to be for prophylactic reasons. The device's battery status was reported to be neos (nearing end-of-service) prior to replacement. The explanting facility does not return explanted devices per the hospital's protocol, and product return is not expected.

Event description:
The patient was referred for vns generator replacement, and clinical notes were received through this referral process. The notes reported that the patient's autostim feature was not working. It was also noted that the generator's "life was 0" which appeared to indicated a low battery. No relevant surgery is known to have occurred to date. No additional or relevant information has been received to date.